Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Reference (B)(4).

Event description:
Treatment of a right ophthalmic ica (internal carotid artery) aneurysm. During pipeline deployment, it was reported that the distal end of the pipeline would not open after numerous attempts. The physician decided to retrieve the pipeline and the distal segment opened up and got stuck in the cavernous segment of the ica upon withdrawal. At this point, the proximal and distal ends of the pipeline were open, but the middle portion was closed. Numerous failed attempts to fully open the pipeline were made with a hyperglide balloon, so it was decided to occlude the aneurysm and ica with ten axium implant coils due to a decrease in blood flow. No other injuries were reported with the patient and her condition is stable.